Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress follow up information will be submitted as it becomes available.

Event description:
On an unknown date, the patient began dianeal unknown therapy. On (B)(6) 2011, the patient's father contacted (B)(6) technical service center and reported on an unknown date, the patient developed peritonitis and was hospitalized. The catheter was replaced and the patient was treated with an unspecified antibiotic for the event. At the time of this report, the event was fully resolved and pd therapy was continued unchanged. The physician believed that the event was not related to pd solution. Outcome and causality were not reported. There was no allegation of device malfunction.